Event description:
It was reported that the caregiver jumped on the brake lever with both feet to unlock the brake lever and felt a twitch and pull in their knee. The caregiver reported having a knee procedure and has been off work as a result of the event. Further information has not been provided.